Event description:
It was reported that a vns patient had been referred for a battery replacement. Clinic notes from a visit on (B)(6) 2017 were received indicating the patient has had 2 seizures since the last visit, and then had 2 seizures since the patient was at the visit. It was provided the patient does not think the vns is working. The vns was unable to be interrogated after multiple attempts. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Generator replacement surgery occurred and the generator was discarded by the explant facility.